Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half inch air bubble was observed in the infusion set tubing during the loading sequence. Customer changed the tubing to resolve the issue. Customer's blood glucose was 144-145 mg/dl.